Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Customer's blood glucose was 180 mg/dl. Customer informed tandem technical support that they would attempt to reload cartridge unto the pump, but declined troubleshooting and declined to provide any further information.